Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead was not sensing. The patient was asymptomatic. The ra lead was repositioned successfully on (B)(6) 2024. The patient was stable throughout the procedure.